Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had an button error alarm on insulin pump.the cusotmer's blood glucose level was unknown mg/dl. The customer was advised that the insulin pump will be replaced and revert to backup plan. No futher information was added.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. The unit had a cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and a missing end cap sticker.